Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1488t46, competitor lead, implanted: (B)(6) 2004. (B)(4).

Event description:
The patient reported having a stroke as a result of "battery died off, md screwed up." Follow-up with the physician's office determined that no performance issues were noted. The device was explanted and replaced. No further patient complications have been reported as a result of this event.